Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm and a motor position encoder error when trying to prime the tubing of the infusion set. The customer stated that prior to the alarm, the customer went to rewind and was unable to place the reservoir in the insulin pump. The customer's blood glucose was 178 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to motor with high current draw. The insulin pump was unable to verify motor error or perform, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to prime alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.